Manufacturer narrative:
Pending investigation. Concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3 (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6). 203-90-21 - (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm (B)(6). Potential concomitants: 02-012-44-3009 - logic tibia implant psc insert, sz 3, 9mm (B)(6). 200-02-38 - three peg patella 38mm (B)(6). 02-022-44-3011 - truliant tib imp psc insert sz 3, 11mm (B)(6). 200-02-38 - three peg patella 38mm (B)(6).

Event description:
As reported, the patient underwent a two-stage left knee revision. A spacer was implanted. No further information at this time.